Manufacturer narrative:
This report is submitted on april 10, 2017.

Event description:
Per the clinic, the patient experienced redness, swelling and infection at magnet site, subsequently, the patient was placed on oral and topical antibiotics (date and duration not reported).